Event description:
Customer reported unresponsive buttons on his insulin pump. The customer stated he had changed the battery, but the problem persists. The customer's blood glucose was 79 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and cracked display window corners.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).